Event description:
The physician got access to the left mid superficial femoral artery (sfa) occlusion via a contralateral approach. An angled .035" glidewire and glide catheter were used to get into sub-intimal plane and glidewire was prolapsed to reconstitution point just above left knee. A suggestion was made to angioplasty the distal pocket, but the physician opted not to at this point. An exchange was made for a .014 / 300cm guidant ht all-star guidewire. The outback was advanced without issue to reconstitution. Oblique views were taken and attempts were made to orientate the outback correctly, based on these views, but it would not torque correctly and kept "whipping" around. Three attempts were made advancing the needle and advancing the wire, but he could not get into the true lumen. The sales rep again suggested angioplasty. The physician finally dilated the mid and distal intimal space, then got another .014 all-star wire because he felt the outback wasn't smoothly tracking on the first wire any more. The physician advanced the outback to the reconstitution point, took oblique shots, and attempted to pull the wire into the distal tip of the outback in order to orientate the outback tip to the vessel. The wire became stuck on the solder joint on distal 3cm of wire and would not pull back into outback. The wire was advanced forward and an attempt was made again to pull the wire back into the outback distal tip, but it got stuck again. The physician then withdrew both the outback and all-star wire together. He then introduced an angled .035 glidewire again with an angled 4f glide catheter and, after several attempts, was able to re-enter the true lumen at the reconstitution point. He then proceeded to place 40cm of stents for good outcome.

Manufacturer narrative:
The intended procedure was stenting of a mid superficial femoral artery (sfa) occlusion via a contralateral approach. During the procedure, a .014 all-star wire was in place. The outback catheter was advanced over the wire and the physician attempted to pull the wire back into the distal tip of the outback catheter, in order to orient the outback tip to the vessel. The wire became stuck and would not pull back into the outback. The wire was advanced forward and another attempt was made to pull the wire back into the outback distal tip; however, it got stuck again. The physician withdrew the outback and all-star wire together. The product was not returned for analysis. The investigation concluded the following: the most probable explanation is that the physician may have had the cannula (guide tip) slightly proximal to the nosecone, which may have caused the guide wire to become stuck at the cannula opening. The instructions for use state, "while tracking the catheter over a guide wire, always ensure the guide tip is fully retracted into the nosecone and the rhv is tightened onto the control knob." In addition, the physician's chose of guide wire, probably contributed to it getting stuck. A guidant all star guide wire was purchased to verify whether or not it has an exposed solder joint and it was noted that it does. The outback instructions-for-use specifically cautions against using a guide wire with an exposed solder joint for this very reason. In this case, procedural factors and user handling likely contributed to the reported event.